Event description:
New information received notes that the pacing lead impedance was increasing steadily since (B)(6) 2019 (previously reported as of (B)(6) 2019).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote interrogations, noise and high pacing lead impedance were observed on the right ventricular lead. The noise episodes were triggering inappropriate non-sustained vf events. The patient was brought in clinic for further testing. Upon interrogation, it was noted that the pacing lead impedance was increasing steadily since (B)(6) 2019. Defibrillation threshold (dft) testing was successfully performed, and the noise was reproducible in the clinic. The lead was capped and replaced on (B)(6) 2019. During the procedure, the physician elected to explant the implantable cardioverter-defibrillator (ICD) due to the device being at 45% to eri. The patient was stable throughout the event.